Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was a malfunction resulting in over delivery of tidal volume. There was no patient involvement.

Manufacturer narrative:
Addition information was received that unit continues to ventilate and alarms remain functional and the complaint is not reportable. D4 model no. Corrected.